Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications-2016)") and genital haemorrhage ("bleeding") in a 28-year-old female patient (gravida 5, para 5) who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included caesarean section. Ethnicity: african american. Previously administered products included for birth control: depo-provera on (B)(6) 2015. Concurrent conditions included premature delivery, vomiting, emesis, suicidal tendency, erectile dysfunction, amenorrhea, psychiatric disorder nos and anemia. In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract all the time"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On 26-oct-2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and tooth fracture ("dental problems teeth breaking"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), escherichia test positive ("escherichia on urine culture"), abdominal pain ("abdomen pain"), premature labour ("pre-term labor"), premature delivery ("premature delivery") and caesarean section ("caesarean section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract infection, escherichia test positive, migraine, headache, nausea, tooth fracture, dysmenorrhoea, fatigue, abdominal pain, premature labour, premature delivery and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, caesarean section, dysmenorrhoea, escherichia test positive, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery.the number of expanded coils that appeared trailing into the uterine cavity was 3(left & right). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, escherichia test positive". Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record was received. Lot number added. Previous event ectopic pregnancy updated to event pregnancy (with complications-2016).events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, escherichia on urine culture, migraines, headaches, nausea, dental problems teeth breaking, dysmenorrhea (cramping), fatigue, abdomen pain, pre-term labor, premature delivery, caesarean section, she did not undergo confirmation test. Reporter information, concomitant disease, historical condition, historical drug were added. & pregnancy outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications-(B)(6) )"), genital haemorrhage ("bleeding") and caesarean section ("caesarean section") in a 28-year-old female patient (gravida 5, para 5) who had essure (batch no. D14826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". The patient's past medical history included caesarean section. Ethnicity: african american. Previously administered products included for birth control: depo-provera on (B)(6) 2015. Concurrent conditions included premature delivery, vomiting, emesis, suicidal tendency, erectile dysfunction, amenorrhea, psychiatric disorder nos and anemia. In (B)(6), the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract all the time"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and tooth fracture ("dental problems teeth breaking"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), abdominal pain lower ("cramps"), escherichia test positive ("escherichia on urine culture"), abdominal pain ("abdomen pain"), premature labour ("pre-term labor") and premature delivery ("premature delivery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, caesarean section, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract infection, escherichia test positive, migraine, headache, nausea, tooth fracture, dysmenorrhoea, fatigue, abdominal pain, premature labour and premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, caesarean section, dysmenorrhoea, escherichia test positive, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. The number of expanded coils that appeared trailing into the uterine cavity was 3 (left & right). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, escherichia test positive". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), premature labour ('pre-term labor'), premature delivery ('premature delivery/ I delivered at 34 weeks'), pregnancy with contraceptive device ('pregnancy (with complications-2016)'), genital haemorrhage ('bleeding') and premature separation of placenta ('placenta abruption') in a 28-year-old female patient who had essure (batch no. D14826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy on (B)(6) 2015, caesarean section, premature delivery, multigravida and parity 5. Ethnicity: african american. Previously administered products included for birth control: depo-provera. Concurrent conditions included premature delivery (my second child was born at 32 weeks.), vomiting, emesis, suicidal tendency, erectile dysfunction, amenorrhea, psychiatric disorder nos and anemia. Concomitant products included althaea officinalis;ascorbic acid;betacarotene;biotin;calcium carbonate;calcium citrate;calcium pantothenate;choline bitartrate;chromium nicotinate;colecalciferol;copper;ferrous bisglycinate;iodine;levomefolic acid;magnesium aspartate;manganese citrate;mecobalamin;molybdenum glycinate;nicotinamide;phytomenadione;prunus spp.;pyridoxine hydrochloride;riboflavin;selenium;spirulina spp.;thiamine mononitrate;tocopherol;zinc bis glycinate chelate;zingiber officinale rhizome (multi complete prenatal vitamins), doxylamine succinate;pyridoxine hydrochloride (diclegis), escitalopram, meloxicam, ondansetron (zofran), prochlorperazine, salbutamol (albuterol hfa), sumatriptan, tramadol and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract all the time"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 1 month after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea? I had horrible nausea during my essure pregnancy") and tooth fracture ("dental problems teeth breaking"). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), premature separation of placenta (seriousness criterion medically significant), abdominal pain lower ("cramps") and abdominal pain ("abdomen pain") and was found to have escherichia test positive ("escherichia on urine culture"). The patient was treated with surgery (to remove the essure implant/ tubal ligation). Essure was removed. At the time of the report, the pelvic pain, premature labour, premature delivery, pregnancy with contraceptive device, genital haemorrhage, premature separation of placenta, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract infection, escherichia test positive, migraine, headache, nausea, tooth fracture, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, escherichia test positive, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, premature separation of placenta, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery.the number of expanded coils that appeared trailing into the uterine cavity was 3(left & right). Discrepancy noted in lab data, previously added event of device monitoring procedure not performed, now confirmation test lab data provided with date and result. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, escherichia test positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event from pfs added- placental abruption and event caesarean section was removed as pregnancy complication was specified. Product information details updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.